Event description:
It was reported that lens vaulting (z-syndrome) was noted in the pt's left eye post bilateral implant. The pt noticed decrease in vision. Yag was performed and the surgeon plans to piggyback the lens. The date and the reason for the yag were not provided. According to the surgeon, lens position and previous rk (radial keratotomy ) were the likely cause of the event. Please reference 2031924-2014-00289 for the pt's left eye.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.